Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the alarm.

Manufacturer narrative:
Prime alarm during basic occlusion test due to loose drive support disk. Unable to perform occlusion, prime and no delivery tests due to prime alarms during basic occlusion test.

Event description:
The customer reported being in the emergency room due to high blood glucose of 341mg/dl, and her blood glucose was treated with an insulin drip. The caller stated that she had a virus a week ago and had not feeling well. Troubleshooting was performed, and the insulin pump alarmed. No further information was provided.